Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of belt sn (B)(4) has been completed. As received, the would not communicate with a test monitor. Upon evaluation, there was thermal damage to the diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There is no indication that the damage caused or contributed to the event as the device delivered 5 full energy pulses while in use in the field. The damage likely occurred during or after device removal. Device manufacture date: monitor: 09/09/2015, belt: 03/28/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's wife reported that the patient gasped while laying in bed. The patient's wife found the patient with the device delivering treatments. Ems was contacted who cut the lifevest upon arrival and attempted to defibrillate the patient themselves. The patient was taken to a hospital but had passed before arrival. Review of the download data indicates that the patient received five shocks during vf in which the post shock rhythm after each was brief bradycardia with recurrent vf. The device detected a non-treatable rhythm approximately two and a half minutes after the final shock and the device was shutdown after an additional 45 minutes. Review of the ECG data indicates the patient was still in vf at the time the device was shutdown.